Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was taken to the emergency room (ER) and subsequently hospitalized due to an elevated blood glucose (bg) level of 400 (mg/dl) and diabetic ketoacidosis (dka) symptoms. The cause of the elevated bg level was unknown. Reportedly, a correction bolus via the pump was delivered prior to the ER in an attempt to resolve the elevated bg level. While in the ER the customer received insulin intravenously (IV). The customer's bg level had lowered to 200 (mg/dl) at the time the customer was admitted to the hospital. While in the hospital the customer continued to received insulin via IV and sugar water. The customer was released from the hospital the same day as being admitted. In addition, the customer received an altitude alarm while the pump was sitting on a table in the ER. The customer was not using the pump for insulin therapy at the time of the altitude alarm. The altitude alarm was successfully cleared.